Event description:
It was reported the lead exhibited a gradual reduction in impedance and the impedance was low. It was later determined by x-ray that the coil had migrated. The lead remains in use and another lead was also implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.